Event description:
Customer reported high bgs (321-361mg/dl) despite corrective boluses. High bgs were reported prior to pod deactivation and continued after new pod activated. A kinked cannula was reported,but the pod did not alarm. Device will be returned for eval.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.